Event description:
It was reported that the customer pulled the pump out of the case and the bottom dropped out. Customer stated that it is on the end where the plunger is and it just pushed the bottom out. Customer is already disconnected. Drive support cap fell out and is sticking out. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.